Event description:
This report is being filed after the subsequent review of the following journal article, heffernan, m. J., leclair, w. And xinning, l. (2012). Use of the f-tool for the removal of a bent intramedullary femoral nail with a sagittal plane deformity. Orthopedics, 35, (3) e438-e441. The authors reported the case study of a (B)(6) male with a history of femoral fracture, treated with an intramedullary femoral nail (synthes), who had recently returned to full activities of daily living. Approximately four months after the fracture, the patient presented after being in a motocross accident. Preoperative anteroposterior and lateral radiographs revealed an apex anterior deformity around a bent femoral nail. During revision surgery, the f-tool (synthes) was used to manually straighten the bent nail. Distal and proximal locking screws were removed. The winquest iii universal intramedullary nail extraction system (synthes) was attached to the proximal aspect of the nail; extraction was performed with no difficulty. The patient was revised to the device of a competitor. At four month follow-up, the patient was pain free and fully weight bearing. Anteroposterior and lateral radiographs demonstrated callous formation at the fracture site. The patient was permitted to perform all activities of daily living as tolerated. This is report 1 of 1 for (B)(4). This report is for an unknown intramedullary femoral nail.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Heffernan, m. J., leclair, w. And xinning, l. (2012). Use of the f-tool for the removal of a bent intramedullary femoral nail with a sagittal plane deformity. Orthopedics, 35, (3) e438-e441. This report is for unknown intramedullary femoral nail. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.